Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Rewind anomaly not confirmed. No unexpected pump error 37 alarms noted during testing. The motor was tested outside the pump and passed.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarm. The customer¿s blood glucose level was 200 mg/dl. Customer was not able to clear the alarm and rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.